Manufacturer narrative:
Correction: additional information received that was not included in the initial MDR.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
According to the physician, post procedure, there were no complications due to the solyx sis system. All other information is unknown and unavailable.